Manufacturer narrative:
The pad-pak was first installed successfully on the 16th july 2009 and performed to specification up to the 9th september 2012. Multiple manual power ups mainly of 10 minutes duration were recorded between the 14th september 2012 and the final history log entry on the 15th february 2014. The pad-pak became depleted with a fresh pad-pak subsequently being installed. The pad-pak also appeared to be taken in and out of the device during this period due to the gaps in the log. Investigation found the reported fault can be attributed to membrane failure / damaged pogo pins. The 10 minute time outs would suggest a failing membrane. Upon visual inspection of the returned device all four pogo pins were observed to be sheared off and both locator pins were broken off. This would suggest the damage occurred during incorrect insertion of the pad-pak. It can be concluded that this happened after the final history lgo entry on the 15th february 2014 as the device powered on at that time and damage to the pogo pins would have prevented the device from recording further self-tests. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Pad unit has broken pogo pin.